Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5; h3; h6; h11. Complaint can be confirmed through the returned product analysis. Visual examination of the returned articular surface identified signs of use (gouges, discoloration, wear) and confirmed the complaint that the post had fractured off. Not all fractured pieces were returned. Dimensional analysis was not performed due to the wear and being unable to verify the product identifiers (lot was unknown). Sem analysis was performed on the returned device (results): the superior side of the bearing shows possible evidence of light wear and yellowing that are typical with in-vivo use, and two regions of possible delamination, one in each condyle. The left-hand condyle has an area of possible delamination towards the posterior side, and the right-hand condyle has a larger area of possible delamination towards the outside edge. The right-hand side also has on the outer edge an area of damage, appearing as deep gouges and/or cuts, that appear to be related to the explantation process: the small fragment of uhmwpe appears to fit exactly within the large gouge on the edge, and the cuts appear to have been intentionaly made. The inferior side shows evidence of possible cold flow through the through-holes in the tibial tray and also possible wear, pitting, and/or plastic deformation covering the inferior surface, all of which is typical with long-term in-vivo use. The post fragment matched fairly well with the body of the bearing and there is evidence of possible impingement damage on the anterior side at the base of the post. There is also possible evidence of delamination at the anterior base of the post fragment. The post fracture surface on the main body of the bearing shows possible fatigue striations, possibly indicating that the post was separated from the main body after progressive bending forces. Sem conclusion: the post separation from the main body of the bearing was potentially caused by overloading, possibly exacerbated by oxidation of the uhmwpe (suggested by the apparent delamination) and damage to the base of the post from impingement by the femoral component. The device history record was not reviewed due to the following: lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised due to unknown reasons. When the articular surface was removed it was noticed that the post of the poly was broken off. The doctor re-trialed the same size surface and checked the stability and rom. Implanted the same size poly.

Event description:
It was reported patient was revised approximately 18 years post implantationg due to instability. When the articular surface was removed it was noticed that the post of the poly was broken off. The doctor re-trialed the same size surface and checked the stability and range of motion. Implanted the same size poly. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D6a: over 18 years ago this follow-up report is being submitted to relay additional information. The following sections were updated: b5, d9, g3; h2; h6 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.